Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported there was no culture taken. It was reported the patient returned to oral baclofen and was being re-implanted on 2013-(B)(6). The patient was reportedly now doing fine as of 2013-(B)(6).

Event description:
It was reported that an infection developed at the pump pocket incision. The event occurred post operatively. A channel went down to the pump so the health care provider (hcp) explanted. The entire device system was removed and discarded. It was noted there was no problem with the product itself. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.